Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing noise signals and pacing inhibition. The health care professional (hcp) called technical services (ts) for further review of this presenting electrogram (egm). Upon review, ts observed pacing inhibition of greater than two seconds. Ts discussed programming optimization options with the hcp and recommended for xray to be performed to further evaluate lead integrity. At this time, this rv lead remains in service. No adverse patient effects were reported.